Event description:
Pt states "I may be allergic to my pm or leads. Do you provide any allergy test kits?" No allergy test kits. Discussed lead materials from ka. Suggested having dr or dermatologist contact our tech serv if any questions. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).